Event description:
Customer received a reading of 389 mg/dl then increased their insulin dosage. The customer began to experience hypoglycemia. A reading of 25 mg/dl was received with a one touch meter. The customer's optium meter gave a reading of 125 mg/dl during the hypopglycemic event. Testing was conducted on the fingers. Dr was contacted for advice and treatment details were not provided by customer.